Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. The customer stated that the active button was not working properly. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing for the insulin showed, that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.